Event description:
It was reported that the stent was implanted as the patient had a failed fistula and presented with a stenosis in the outflow vein close to the svc. Pre dilation was done and then the stent was placed, following by pta. Approximately, six days post stent implant, the patient presented again with a failed fistula and upon evaluation, it was noted that the stent had allegedly fractured and was separated approximately 1cm at the distal end of the stent. A 14x60 stent was placed overlapping the fractured stent.

Manufacturer narrative:
Device history records could not be reviewed, as the lot number was not provided. The device remains implanted, therefore, a product evaluation could not be performed. The event investigation is currently underway.